Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received a pump error alarm and stated the insulin pump was exposed to magnetic field. No harm requiring medical intervention was reported. Troubleshooting was performed and customer successfully cleared the alarms but could not spot any visible damage, customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 43 alarm found on 29-jul-2022. Pump passed the self test, active current measurement and sleep current measurement. Unable to verify exposed to magnetic field or MRI and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2, force sensor and vibrator¿assembly noted. Pump error 43 alarm was recorded and found in the formatted history file on: 07/30/2022 10:25:39.000 to 07/30/2022 10:31:13.000 07/30/2022 11:11:20.000 to 07/30/2022 11:30:44.000 pump error 38 alarm was recorded and found in the formatted history file on: 10/14/2022 15:11:46.000 and 10/14/2022 15:21:00.000 no pump error 37, 39, 41, 42, 79, 80, 82 and 130 alarm on the formatted history file noted. A test motor was used and continued testing. The pump passed the rewind test. A constant pump error 38 alarm during the rewind test and pump error 43 alarm were confirmed due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify exposed to magnetic field or MRI due to a constant pump error 38 alarm during the rewind test. A constant pump error 38 alarm during the rewind test and pump error 43 alarm were confirmed due to a corroded motor home switch. During visual inspection, corrosion was also found on the pcba 1, pcba 2, force sensor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objecacts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.